Event description:
It was reported that the 9600emi system was not saving cine runs. Case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reconfigured the system for vas 15fps. The system was reconfigured. The system was tested and found to be working as intended and placed back into service.